Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the marker intervals on the electrogram did not match those of the actual episode. It was reported that the remote monitoring transmission data was sent on certain date, it was observed that monitored atrial tachycardia/atrial fibrillation (at/af) counters checked with easy electrograms (egm) arrythmia summary, and the interval plot was checked even though egm waveforms were not visible in the remote monitoring network. It was also stated that the programmed rate was not observed in the same spot for the episode details display. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during review of the cardiac resynchronization therapy defibrillator (crt-d) remote transmission report, the electrograms (egm) waveforms were not visible. It was noted that the right ventricular paceline interval was lower than the programmed lower rate. The display below the programmed rate was not observed in the same spot on the episode details display. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the marker intervals on the electrogram do not match those of the actual episode. It was also reported that there was a lack of egm documented for 'easy egm' of arrhythmia episode on the remote monitoring network.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.